Event description:
The complaint is reported as: the negative ground clip on the battery pack broke off. There was no report of patient involvement or injury.

Manufacturer narrative:
The sample was returned for evaluation. A visual exam was performed and it was observed that the negative contact metal loop was missing. Based on the visual exam, the reported complaint was confirmed. The root cause of the detachment of the metal loop could not be determined. A conclusion code could not be found as the complaint was confirmed, however, a root cause could not be established.